Manufacturer narrative:
(B)(4): device currently unavailable.

Event description:
Per the clinic, the patient developed an infection which spread to the implant site subsequent to sustaining a head trauma (date not reported). The patient was hospitalized overnight (date not reported), subsequently, surgery was performed (date not reported) to drain, clean, and irrigate the site. The patient was administered IV antibiotics (date, type, and dosage not reported) at the time of surgery and remained on the same regimen post hospitalization. The device was explanted on (B)(6) 2013. The device is unavailable for analysis as of the date of this report, (B)(6) 2013.

Manufacturer narrative:
The patient was reimplanted with a new device on (B)(6) 2013. This report filed january 21, 2014.